Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. After deploying the device, an st segment elevation was noted. Transesophageal echocardiogram imaging showed a possible air embolism. The patient stabilized on their own and the decision was made to end the procedure. The patient was taken for a CT scan which showed nothing abnormal. The patient was monitored during recovery and is planned to be discharged home with no intervention or treatment.